Manufacturer narrative:
Final device analysis for the ins revealed the setscrews were backed out too far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
When the ins was attempted to be implanted all the contacts were greater than 4,000 ohms with question marks. The lead was changed with the same results. The ins was then replaced and one contact showed greater than 4,000 ohms. After re-inserting the devices, all the contacts came back within range. This event was not lead related. Additional information has been requested.

Manufacturer narrative:
Lead model 3889 lot# v885623 implanted: unk explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.